Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt buzzing and received a vibratory alert from his device and felt shocked multiple times. The asymptomatic patient later presented to the clinic and upon interrogation, the device was found to be in backup vvi mode. The patient received inappropriate shock. The device was interrogated and reprogrammed to its original settings prior to entering backup vvi mode. A device restoration was performed successfully. The patient is stable.